Event description:
Co 2.4 mm diameter/ 18mm length cortical (lag) screw implanted during butionectomy and transverse osteoltomy and transversal with internal fixation on 8/23/96. Screw broke into 2 pieces and caused pain. Bone union and alignment not affected. Screw pieces surgically removed on 12/6/96.